Manufacturer narrative:
H6: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H6: code 22 - according to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair for a ruptured thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu343415j). The left subclavian artery was intentionally covered by the endoprosthesis, and its origin was coil embolized. It was reported the proximal end of the endoprosthesis did not have good wall apposition to the smaller curve of the aortic neck (bird beak). Calcification on the proximal landing zone was reported as well as a proximal type I endoleak. The procedure was completed, and a wait-and-watch approach was chosen. The patient tolerated the procedure. On (B)(6) 2019, follow-up computed tomography (CT) showed that the proximal type I endoleak remained. On (B)(6) 2019, a gore® tag® conformable thoracic stent graft with active control system was implanted inside the of the initially implanted endoprosthesis to repair the proximal type I endoleak. The amount of endoleak was decreased, but a slight proximal type I endoleak was still observed. The re-intervention was completed, and the patient will continue to be monitored.